Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20ga 1.25in hf y w/ cap leakage at catheter junction when in use, the extension tubing leaked at the connection to the catheter adapter, defective quantity 1, unable to return defective product, no photos provided. Claims need to be settled, complaint response letter needed, complaint receipt letter needed.